Event description:
An endurant stent graft system was implanted in a patient for the treatment of a fusiform 9.1 abdominal aortic aneurysm. Vessel morphology was reported as the infra-renal angle was 80 degrees. The proximal aorta was 32 mm in diameter and 22 mm in length. The distal aorta was 88 mm in diameter. The right iliac artery was 17 mm in diameter and the left iliac artery was 19 mm in diameter. The right and left femoral arteries were 13 mm in diameter. The right iliac artery was severely tortuous while the left iliac artery was moderately tortuous. At the time of implant a type ii endoleak was noted and left uncorrected. The 30 day follow up CT demonstrated that the abdominal aortic aneurysm was 8.6 cm in diameter. Distance from superior mesenteric artery to proximal end of anchoring pins was 6 mm. Distance from aortic bifurcation to distal end of the stent graft at right side 37 mm. Distance from aortic bifurcation to distal end of the stent graft at left side 64 mm. Six months post stent graft implantation it was reported that abdominal aortic aneurysm was 8.4 cm in diameter. Distance from superior mesenteric artery to proximal end of anchoring pins was 6 mm. Distance from aortic bifurcation to distal end of the stent graft at right side 35 mm. Distance from aortic bifurcation to distal end of the stent graft at left side 65 mm. It was reported that the patient had a cerebrovascular event recently (unknown date) and underwent treatment at another hospital. The patient returned for a two year follow up and the abdominal aortic aneurysm measured 9.6 cm in diameter. It was reported that the right stent graft limb had migrated 20mm proximally. The cause of the migration was due to tortuosity and bending of the stent graft within the aneurysm. There was a distal type I endoleak in the right iliac limb that has developed due to the migration. The patient has not been treated. Distance from superior mesenteric artery to proximal end of anchoring pins was 13 mm. Distance from aortic bifurcation to distal end of the stent graft at right side 0 mm. Distance from aortic bifurcation to distal end of the stent graft at left side 32 mm. This was reported as a technical observation. The patient will be monitored by the physician. No further clinical sequelae were reported.

Event description:
It was reported that the patient had a secondary intervention to resolve the type ib endoleak approximately one month ago. The physician implanted extensions on both iliac arteries resolving the distal type I endoleak.

Event description:
Additional information was received for this case. It was reported that the stent graft continued to migrate from 20mm to 35mm. However there was no reported intervention.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (migration, endoleak, cerebrovascular accident) patient's condition affected effectiveness of device (anatomy related; highly angulated neck, tortuosity and bending of the stent graft within the aneurysm, type ii endoleak) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated neck, tortuosity and bending of the stent graft within the aneurysm, type ii endoleak).